Event description:
It was reported that during a laparoscopic gastrectomy procedure, when the nurse tested the disposable, the "test in progress" sign was not appearing. After the nurse changed the disposable, it happened again. Finally, the nurse changed hand piece and it worked normally. Surgery was prolonged twenty minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the hand piece was tested on a generator and gave an error code 7. It no longer meets design specs for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.